Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that the system did not fluoro during a case. They had to reboot the system to finish the case. No patient injuries were reported.